Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There was no button error alarm noted. The pump was received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was unknown. The customer states the act button is unresponsive. Customer was advised to discontinue use of the pump, and that it would have to be replaced and returned for analysis.